Event description:
Device 2 of 2. Reference MFR report: 1627487-2012-04965. The pt received two leads with different lot numbers. It was reported the pt had been reprogrammed but was not receiving adequate pain relief. It was reported the system was functioning properly. Further reprogramming was the next course of action.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.